Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that recurrent alerts were detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Attempts to obtain additional information were unsuccessful. This device and lead system remains in service. No adverse patient effects were reported.